Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that that a fluid spill occurred, resulting in damage to the row board. The field service engineer installed a new row board, while the customer took out the pockets to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies were encountered a failure in the drawer. The customer reported that that the malfunction caused delay in the medication being dispensed to the patient. There were no adverse events or injuries reported based on this incident.